Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported the patient programmer would not power up. The patient changed the aaa batteries and replaced with brand new aaa batteries and the issue was not resolved. No out of box failure was reported. The patient states she powers off the implantable neu rostimulator (ins) at night to lie down and now was unable to turn it back on due to the patient programmer issue. The patient was redirected to repair for replacement patient programmer. Additional information was received from the patient reporting that she received the replacement patient programmer and it powers up but the patient programmer does not sync with her device. During troubleshooting, the patient was getting poor communication. The patient did not have the recharger to check if it was connecting. The patient stated she noticed yesterday it was 50%. The patient said her ins is powered down; it has been powered down for several days. The patient said that during the day she has it at 2.70 at night she turns it down to like 50. The patient cannot change her settings but wants to. It was reviewed that if the patient was able to connect and charge, she could turn stimulation on and off. The patient said she know that but wants to be able to change her settings. The patient was directed to unplug the antenna and place the patient programmer directly over the ins and the issue did not resolve. No further complications were reported/anticipated. The patient was redirected to their healthcare provider. The indication for implant was non-malignant pain.